Event description:
It was reported that after surgery, it was discovered that the cord on the foot control device was ¿cut¿. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There were no reports of patient or user injuries. It was not reported if there were medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. A visual assessment was performed which found a cut in the cord. Therefore, the reported condition was confirmed. The assignable root cause was determined to be misuse and/or abuse by allowing the cord to come in contact with a sharp object which cut the cord. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.